Event description:
It was reported that an unspecified access set had poor fluid flow, vacuum pockets, and leaked from the spike. This was observed during setup with a pump and IV nicardipine bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.